Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, the 23 mm sjm trifecta valve was implanted. On (B)(6) 2016, the patient presented to the hospital due to increasing dyspnea with exertion. On (B)(6) 2016, a chest CT showed severe emphysema with large bullae. A transthoracic echocardiogram showed the cusps of the trifecta valve appeared thickened with moderate to severe transvalvular aortic regurgitation, a peak velocity of 4 m/sec, and a mean gradient of 36 mmhg. The patient was noted to be in congestive heart failure and required diuresis. On (B)(6) 2016, a transcatheter aortic valve replacement was performed and a 23 mm edwards sapien 3 valve was implanted. On (B)(6) 2016, the patient was discharged. ((B)(4)).